Event description:
Investigation summary: at the proximal end of the delivery system there was a complete separation/break of the device at the distal end of the thumbwheel threads. Additionally, there were 2 large cracks with stress marks on the rear handle. There were also some small kinks in the graft cover at 20 mm, 75 mm and 105 mm from the distal end of the graft cover. A break was present in the rear handle. From still images received during the case, the delivery system initially was not broken in two pieces and instead was cracked at the distal end of the thumbwheel threads. Complete separation most likely occurred during shipping. The delivery system box was inspected and no apparent damage to the box was found. The thumbwheel moves freely over the threads without resistance. A wire also was able to pass through the rear handle. The cause of the break in the rear handle and the break in the thumbwheel threads could not be determined. It appears that the rear grip was compressed by a high force based on the break pattern and stress marks. This force most likely also caused the break in the thumbwheel threads.

Manufacturer narrative:
Evaluation, method: (film evaluation). Evaluation, results: failure to follow instructions (using damaged device). Evaluation, conclusions: user error contributed to event (using damaged device).

Event description:
An endurant bifurcated stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology not reported. It was reported that upon removing the delivery system from the packaging, it was noted that the distal end of the device was broken. Only the device was damaged, neither the cover nor the package was damaged. The physician decided to use the device since they did not have a similar sized endurant in stock. When they were rotating the thumbwheel to release the supra-renal stents, they realized the screw gear in the region of the thumbwheel was also damaged. Since the main body was already deployed, they continued with the procedure. The supra-renal stents deployed smoothly and without issue. The entire procedure was completed without issue to the patient. No clinical sequelae were reported, and the patient is fine. A review of returned images showed that the distal end of the device was cracked in several locations. Other than possible shipment damage, the cause of this could not be determined.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.